Manufacturer narrative:
Three extension sets containing luer connectors have collars that are difficult to pull down and they get stuck. The returned samples were evaluated. The samples were inspected under magnification. The were no signs of luer connection warpage or deformities. No foreign material or glue was present. When the collar was pushed down to the collar stop, there was material interference that made the collar stick when trying to slide the collar upwards.

Event description:
A complaint was received, part number nc5011b, 7" (18 cm) standard bore extension set with bonded neusite¿ clear needleless connector (apv 0.65 ml) pressure rated to 325 psi, lot number 19286. The removable collar was difficult to pull down and gets stuck.